Event description:
It was reported when using the bd pyxis¿ es server, all station were in critical override. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that all stations on critically override. A technical support specialist (tss) dialed into the server and verified that messages are currently crossing over successfully. During the call, tss clarified the purpose and inquired about any updates from the meditech team. The customer confirmed that the issue has been resolved, and all patient orders were flowing through the stations. Customer agreed to close the case. The system functioned as intended after the technical support specialist repaired the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, all station are in critical override. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.